Manufacturer narrative:
No device history records review was conducted since there was no reported lot # and a shipping history lot review was not performed since item # is unknown. The (B)(6) 2018 angiodynamics complaint report was reviewed for the exodus drainage catheter product family and the failure mode "hub cracked". No adverse trend was indicated. The reported complaint is confirmed for a cracked hub based on the pictures supplied by the end user hospital. However, without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Potential causes of hub cracking include: cross-threading of the mating luer as the device is attached, over-tightening during initial installation resulting in an immediate crack, over-tightening during installation resulting in a longer-term stress crack due to an oversize mating luer taper, and environmental stress cracks driven by a chemical that the catheter has been exposed to during installation or use. ((B)(4)).

Event description:
As reported, patient with an exodus drainage catheter which had been placed on (B)(6) 2018 required it to be replaced on (B)(6) 2018 due to a cracked hub. The catheter had been placed for an abcess. The used catheter will not be returned for evaluation, however, photos were provided. No patient complications were reported.